Event description:
It was reported on 03 july 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), rotated heart and abdominal aortic aneurysm(aaa) for a triclip procedure. During the procedure, imaging was challenging. When an attempt was made to grasp anterior septal leaflets, the grippers got caught on a chord and when the clip was retracted into the right atrium(ra), the gripper was unable to lower. Troubleshooting was performed and was successful but in second attempt the grippers were unable to function and was removed from the anatomy. A flail chord was observed on echocardiography. A second xtw was unsuccessful in grasping both leaflets and the procedure was terminated. Patient was stable. The tr was increased to grade 5 post procedure. The patient was referred for mitral valve surgery. There was no clinically significant delay reported. On 14 july 2025, it was reported that the patient expired on (B)(6) 2025. Patient died due to pre-existing co-morbidities and conditions. Mitraclip did not contribute to patient's death. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via device analysis. The reported difficult to remove-anatomy and image resolution poor n/a during procedure could not be replicated in a testing environment. Additionally, it was observed that one gripper line was broken and the other gripper line was kinked. The harness was observed to be pinching the gripper cover and the gripper cover was observed to be bulky/loose. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported difficult imaging, gripper actuation issue, and the observed jammed harness were unable to be determined. The observed bulky gripper cover is a cascading event of the reported jammed harness. The cause of the observed broken gripper line and kinked gripper line were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy and procedural circumstances. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), rotated heart and abdominal aortic aneurysm(aaa) for a triclip procedure. During the procedure, imaging was challenging. When an attempt was made to grasp anterior septal leaflets, the grippers got caught on a chord and when the clip was retracted into the right atrium(ra), the gripper was unable to lower. Troubleshooting was performed and was successful but in second attempt the grippers were unable to function and was removed from the anatomy. A flail chord was observed on echocardiography. A second xtw was unsuccessful in grasping both leaflets and the procedure was terminated. Patient was stable. The tr was increased to grade 5 post procedure. The patient was referred for mitral valve surgery. There was no clinically significant delay reported. On (B)(6) 2025, it was reported that the patient expired on 09 july 2025. Patient died due to pre-existing co-morbidities and conditions. Mitraclip did not contribute to patient's death. No additional information was provided.